Manufacturer narrative:
Manufacturing has notified FDA of recall on 04/13/2010.

Event description:
The customer reported, the circuit disconnection alarm was heard after seventy-five minutes of use. They confirmed the cuff had no air in it. They put air into cuff, but the air came out immediately. They found a hole in pilot balloon. No pt harm was reported. A non-routine replacement of the tube was required. The lot number is unknown.